Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.037.025, lot # l737221, manufacturing site: bettlach, release to warehouse date: 31. Jan. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the tfna scr insert (part #: 03.037.025, lot #: l737221) was received at us customer quality (cq). Visual inspection of the complaint device showed showed slight rounded tip. The internal threads were also worn out. Functional test: a functional assessment was not performed with the complaint device since the applicable mating component(s) were not returned. Can the complaint be replicated with the returned device? No. Dimensional inspection: no dimensional inspection was performed as there was no damage that warranted dimensional inspection. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the visual inspection performed revealed a worn out tip and internal thread. The tip appeared slightly rounded. Even through functional assessment was not perform due to not returning the mating device, the investigation revealed visual defect that would affect the functionality and mating with other devices. Per windchill document, rounding tip can be an indicator of end of life of the device therefore the potential root cause of this issue is end of life. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the piece may be twisted or deteriorated at the tip, making it difficult to adapt the screw for placement. The patient was not affected. There was no surgical delay reported. Patient outcome is reported as satisfactory.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a device history record (DHR) review was conducted: part # 03.037.025; lot # l737221; manufacturing site: bettlach; release to warehouse date: 31. Jan. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a piece had a bad tip, it was reported that it caused a lot of difficulty when assembling the tfna screw. This report is for one (1) tfna screw inserter. This report is 1 of 1 for (B)(4).